Event description:
A customer alleged that a pts phenytoin result was <0.6ug/ml. Phenytoin measured <0.6 upon repeat with same sample, results were reported to the physician. Additional two samples were drawn at different times on same pt, phenytoin measured <0.6 initially and on repeat. These low results were questioned by the physician, since phenytoin dose had been given to the pt (dosage unk). Customer prepared new reagent (same lot number), reran all three samples from earlier, phenytoin measured 20.7, 35.5, >40.